Manufacturer narrative:
B3. Date of event: year of event have been provided, but day and month are unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the patient's cleo's fell out and often leaked. The site was only lasting for 7-10 days, and upon changing it, there was a knot in her skin (infusion site nodule) where it used to be. Additional effects reported were increase in redness (infusion site erythema), infusion site infection, infusion site reaction that required an additional dose of remodulin, infusion site pain, dyspnoea, no energy and fatigue (asthenia), issues keeping her heart chambers in balance (cardiac dysfunction), weight fluctuations due to having diarrhea and constipation (lost 40 pounds overall). There was patient involvement and patient harm/adverse event reported.